Manufacturer narrative:
(B)(4). Batch # m5638w. The analysis results found that the tlc75 device was received in good visual condition and with a reload loaded in the device. The reload was returned with the proximal 13 drivers up and in the locked position. The anvil half and channel half were not properly assembled as the firing knob was partially advanced not allowing the device to closed properly, this condition is consistence with an improper device handling. It should be noted that the firing knob must be in its home position ¿returned knob here¿ in order for the device to properly close. Please refer to the IFU. The swing tab was manually unlocked and the device was tested for functionality with the returned reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # ni. Additional information was requested and the following was obtained: did the device staple? Yes. If the device stapled, was the staple line complete? No. Did the device cut? Yes. If the device cut, was the cut line complete? No.

Event description:
It was reported that during an open total gastrectomy, the firing knob did not move forward on the way of the 1st firing on the esophagus. Also, the deployed staples from the middle to the distal end and were malformed. The cartridge was blue. Another device was used to complete the case. There were no adverse consequences to the patient.